Event description:
It was reported by svc report that the cot can drop when the release handle was squeezed and no weight on the litter. It was found the emts were using improper operating procedures. No pt involvement or adverse consequences are reported.